Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to erosion. A new 12 mm x 16 cm spectra penile prosthesis device was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.